Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection of the first unit, engineering actuated the device, resulting in ten clips fired correctly; however, three clips scissored. Engineering found that the jaws were not parallel, which caused the clips to scissor. The exact cause of the misalignment is unknown; however, the misalignment likely occurred during use. The customer's experience of hesitation may have been the result of friction during actuation. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, applied medical has retrained production to prevent future occurrence of jaw misalignment. This document represents our final report.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "hesitation, clips scissored, misfired."